Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and returned test strips. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen). Manufacturer contacted customer with follow up phone calls for knowing customer's conditions;customer's condition has improved,customer does not have symptoms related to diabetes at the time of the call; customer did not seek medical attention since the initial phone call;customer informed is not longer testing with truemetrix; the medical supply provider supplied another brand product.

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 120 mg/dl. The customer's expected fasting blood glucose test result range is 140 to 157mg/dl. The customer reports symptom of feeling weak. The product is not stored according to specification,customer stores product in the kitchen. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer went to the hospital per the doctor's recommendation because consider that the test result reading too low when customer obtained test result of 145mg/dl with other meter brand then customer was not sure if should take the insulin and felt weak as well. The customer is feeling well at the time of the call.